Manufacturer narrative:
A steris technician inspected the device, including the wiring, connections, power box, contactor box and control. He found no signs of water intrusion in electrical areas. He also tested the device for electrical shorts and none were found. There were no signs of arc burns from broken or charred wires. All voltages were normal and no grounding issues were found. He did identify discoloration of the terminal block in the power supply which was replaced and two minor leaks in the lower steam plumbing of the unit which were repaired. Both are believed to be unrelated to the reported event. The operator manual for this device provides instructions on how to change the printer paper roll which do not include the use of scissors (pp 6-9). The unit subject of this event was returned to service with no additional issues reported.

Event description:
The user facility reported that an employee received an electrical shock while attempting to change the device's printer paper. It was reported that she was using scissors in performing the task. It was also reported that the employee went to the facility's ER and was sent home with medication. The user facility has been unresponsive to our attempts at gathering additional information on the reported injury and status of the employee.